Event description:
The customer stated that on (B)(6) 2016 he obtained a 6.2 inr, 3.3 inr, 4.8 inr, 4.1 inr and 2.9 inr while using his coaguchek xs meter (serial number (B)(4)). He stated that the results were within 7 hours apart but he does not know what times the exact time of each test. He reported that the 3.3 inr and 4.8 inr were obtained from the same fingerstick as the 6.2 inr. He stated he believed only the 2.9 inr result to be accurate. The customer stated he stopped his warfarin himself due to receiving the erroneous results. He reported the results to his doctor who did not change his warfarin dose but instructed him to get a laboratory test for the inr. He stated he washes his hands with warm soapy water before testing and he advised that he uses magnesium chloride topically on his hands for muscle relaxation. The customer does not have antiphospholipid antibodies. He is not on heparin or any direct thrombin inhibitors. The customer's therapeutic range is 2.0-3.0 inr. The customer's condition is stable. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 119118-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80) at roche mannheim. There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined as the suspect product was not returned for investigation. The returned meter and reference meter were tested with the current masterlot of strips. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned meter and the retention meter meet the specification.